Event description:
Device 2 of 2, see MFR # 1627487-2010-01434 for device 1 of 2. On (B)(6) 2009, the pt was implanted with an scs system. It was reported that the pt was not receiving stimulation in the correct areas and the doctor performed a revision to move the implanted leads to a better location. It was reported that the doctor was unable to reposition the leads and replaced them with new leads. The leads were explanted on (B)(6) 2010.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. The leads were visually inspected and continuity testing was performed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Upon visual inspection, kinks in the leads were observed. Continuity testing resulted in failure for one of the leads due to a missing electrode on the terminal end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Both leads have damage that prevents or hinders stylet insertion. Analysis confirmed that ineffective stimulation was due to the missing terminal end electrode. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.